Event description:
It was reported that the patient's superior vena cava (svc) lead had experienced high measurements. A lead fracture was suspected. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis of the device memory indicated the impedance on the svc (superior vena cava) defibrillation coil was beyond the expected upper range. The svc impedance rose to 136 ohms on (B)(4) 2015, then to 254 ohms on (B)(4) 2015, from an average of 35 to 45 ohms.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).